Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID r2290 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not boot up. It was additionally requested that it be loaded with all current software. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not boot up, it booted to an error and the micro processing unit was therefore replaced. Analysis also found that the power supply was intermittently noisy and that one tooth was broken off of the printer roller gear. The power supply and the printer drawer were replaced to resolve.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.